Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in a homechoice cassette. This occurred during dwell two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The leak was reported to be from the cassette area. The technical services representative assisted the patient in ending the current therapy. The patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.